Event description:
Rt complained of high pressure alarms.

Manufacturer narrative:
Included UDI for device and manufacturer address (section f) in follow up 001.

Event description:
Rt complained of high pressure alarms.